Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they were hospitalized for high blood glucose levels. Blood glucose level at the time of hospitalization 900mg/dl. Customer was treated with insulin injection. Customer's blood glucose level at the time 131mg/dl. No additional information is provided.